Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "session ended, I have a new transmitter" message occurred. Data was evaluated and the allegation was confirmed as a "session ended" message was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of a "session ended, I have a new transmitter" message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Event description:
It was reported that a "session ended, I have a new transmitter" message occurred. Data was evaluated and the allegation was confirmed as a "session ended" message was confirmed. The probable cause was determine to be a transmitter failed error. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to no voltage. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter failed error. The reported event of a "session ended, I have a new transmitter" message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5:describe event or problem additional. D10: device availability additional. H2:additional information/device evaluation additional. H3:device evaluated by manufacturer additional. H6:event problem and evaluation codes additional and correction.